Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to cardiac arrest, sepsis and perforated bowel. Information learned from implant patient registry and from the health care provider's follow up response.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.